Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and yellow particles inside the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6, d6a: (B)(6) 2010 partial implant updated.

Event description:
Healthcare professional reported right side "deflation". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
The device has been replaced.